Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported via a manufacturer representative that the device was separated and broke during a procedure. There was no patient impact.

Manufacturer narrative:
Analysis found that the inner hub was 0.19¿ away from its typical position when compared to the front hub. The inner proximal end of the inner assembly was still attached which indicates internal spiral wrap damage. There is a sleeve lining the inside diameter of the inner assembly. The liner was pushed out the proximal end by 0.50¿ which likely occurred due to the spiral wrap damage. The diamond grit cutting tip was compacted with biological contaminants which likely required the user to be more aggressive with the bur to maintain performance. The manufacturing instructions require checks for damage. There was no allegation of a defect prior to use. The information most likely indicates after the burs became compacted with contaminants, aggressive use caused friction, which eventually resulted in torsional overload breaking the inner assemblies. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) reported via a manufacturer representative that the device was broken but intact. The procedure was delayed for two minutes to obtain another bur. The case was completed with a new bur.